Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "pain on breast and liquid accumulation" and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, deformation, yellow biological tissue on the shell and red particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "pain on breast and liquid accumulation" and capsular contracture, baker grade iii. Device has been explanted.